Manufacturer narrative:
The patient is not pacer dependent and will continue to be monitored via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atria channel. Boston scientific technical services (ts) reviewed device data and discussed the noise was indicative of respiratory rate trend oversensing. All other diagnostics were acceptable. No adverse patient effects were reported.